Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were still not getting any symptom relief. The patient stated that they were still having the problem of leaking and everything. The patient also stated that in the beginning it was working fine , and then it stopped working. The agent walked the patient through connecting to the ins. The patient was not able to connect and kept seeing "device not responding". The agent walked the patient through repositioning the communicator making sure it was not plugged in, the blue side of the communicator was facing their body, and resetting external devices. Troubleshooting did not resolve the issue. The agent redirected the patient to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.